Event description:
A malfunction was reported on the pump. There was no reported adverse impact to the customer's blood glucose level. Customer had not previously reset pump for this issue and was provided reset instructions by technical support, planned to perform pump reset independently, and would call back if further assistance was needed.